Event description:
It was reported that the customer was hospitalized twice in the last two years. The customer's stomach was severely hurting, felt nauseous, and her blood glucose level was over 600 mg/dl. Therefore, the customer was admitted to the hospital on (B)(6) 2013. Her insulin pump, according to her mother, was not working properly and had to change the tubing frequently. The customer was in a diabetic ketoacidosis. She was wearing her insulin pump at the time of hospitalization. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 2032227-2014-47885 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.